Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer gave a correction bolus via the pump to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was due to the customer's total daily insulin (tdi) being incorrect. Tandem technical support educated caller about pump software technology and the algorithm using tdi information to adjust insulin, customer acknowledged and understood.